Manufacturer narrative:
(B)(4). Batch # m92n9x. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and no clips could advance as the tip of the advancer was found to be bent towards the tissue stop. The device was disassembled in order to evaluate the condition of the internal components and the advancer was confirmed to be bent; in addition, five clips were found inside the clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, jamming occurred at about the 3rd firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.